Manufacturer narrative:
No device returned as device is still in-situ. No radiographs, surgery date, surgeon, location, materials or description of procedure has been provided so the complaint cannot be confirmed. The patient's post-operative physical activity is unknown. Review of the reported information suggests the surgeon possibly malplaced the screw or utilized too long of a screw though no root cause can be confirmed. No additional investigation can be completed.

Event description:
In (B)(6) 2021 a patient underwent a spinal procedure. On (B)(6) 2021 the patient reported that during their recent CT scan that one of the screws was in their nerve root in the lateral recess s1 and she stated the screw went in too far and the surgeon used too long of a screw. No radiographs or additional info was received.